Event description:
Device 1 of 4. Reference MFR. Report #1627487-2015-06166, 1627487-2015-06167, 1627487-2015-06168. The patient is implanted with two model 3149 leads and two model 3240 leads as part of his scs system. It was reported the patient was involved in a car accident, and one of his leads migrated as a result. The patient was still reportedly receiving effective stimulation but desired improved coverage. Subsequently, the patient underwent surgical intervention on (B)(6) 2015 to reposition his scs lead. Prior to surgery, an sjm representative met with the patient and confirmed high impedances were present on multiple lead contacts of the patient's 4 leads. The patient's physician took a fluoroscopy of the patient's scs system and noted the extension had come out of the ipg header and the terminal contact end was still lodged in the ipg header. As a result, the patient's ipg and extension were replaced during the surgery as well as the patient's scs leads being repositioned. Effective stimulation coverage was reportedly restored postoperative.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.